Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 41786 alarm, battery was changed but the alarm persisted. The event occurred during preventative maintenance testing. There was patient involvement.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed error code 41786. Functional testing was able to duplicate the reported problem. The printed wire assembly (pwa) board, and optic switch were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.